Event description:
It was reported that balloon rupture occurred. A 14-4/5.8/75 xxl balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported.